Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose se vascular closure system, instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional angiogram/stenting procedure. Reportedly, the starclose se sheath did not split all the way. The starclose se clip was deployed and seen on the end of the sheath. Manual arterial compression was used to achieve hemostasis; however, after returning to the floor upon procedure completion, a retro-peritoneal bleed was noticed. The patient was returned to the table where the vessel was incised, blood evacuated, vessel repaired and surgical suturing was used to close the artery. There was a reported clinically significant delay and additional medication administered. The outpatient patient was admitted to the hospital. It was not known if the starclose se caused the patient effects. No additional information was provided.